Manufacturer narrative:
No product fault.

Event description:
It was reported that the cot tipped while being moved over a curb during patient transportation. It was identified that as the cot was being moved over the curb, the emt at the head end lost their grip on the cot as their hand slid off. This resulted in the cot tipping over but fell slowly as the emts attempted to catch the cot. As a result of the tip, the patient and emt allegedly suffered scrapes and bruising but no injuries which required medical intervention. The procedure was able to be completed with no delays. The customer confirms that the event was due to operator error and would have occurred with any equipment based on the fact that the operators hand had slipped off.

Manufacturer narrative:
The device was evaluated and their was only cosmetic damage to the unit as a result of the event. Their was not mechanical or functional problem with the unit.

Event description:
It was reported that the cot tipped while being moved over a curb during patient transportation. It was identified that as the cot was being moved over the curb, the emt at the head end lost their grip on the cot as their hand slid off. This resulted in the cot tipping over but fell slowly as the emts attempted to catch the cot. As a result of the tip, the patient and emt allegedly suffered scrapes and bruising but no injuries which required medical intervention. The procedure was able to be completed with no delays. The customer confirms that the event was due to operator error and would have occurred with any equipment based on the fact that the operators hand had slipped off.